Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg/ml at 20.8 mcg/ml) via an implantable pump. The indication for use was intractable spasticity and spinal cord injury/ spinal cord disease. It was reported the patient was found in their house on the floor on (B)(6) 2019. A manufacture representative was contacted to reduce the patient's baclofen by 50%. There were no environmental, external, patient factors that led to the issue noted. The logs were interrogated and there were no active alarms or past alarms noted. The pump was reduced from 1000 mcg/day to 500 mcg/day by the registered nurse. It was unknown if the issue was resolved. The patient was notverbal when the rep was there and had no idea if the trip to the ER and then ICU had anything to do with the pump. No surgical intervention took place or was planned.